Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, the first band was deployed successfully. During ligation of the second variceal point, the second band spontaneously detached under endoscopic visualization. Upon closer inspection, it was found that the band was fractured into two pieces. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Imdrf device code a04 captures the reportable event of bands damaged.